Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope failed the leak test. The issue was detected at reprocessing prior to cleaning. The scope was cleaned with the leak tester on. No patient injury reported. During the evaluation of the device, it was noted the coating on the insertion tube had peeled off. This report is to capture the reportable malfunction of coating on the insertion tube had peeled off noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. Due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a crack. The insertion tube had deep scratches. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the coating on the insertion tube peeled due to physical stress. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection- inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information - please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.